Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-02262. It was reported the patient experienced unintended stimulation in the wrong location due to lead migration confirmed by x-ray imaging. As a result, the patient opted to have their scs system explanted on (B)(6) 2018.